Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a procedure the rasp was found chipped proximally. No patient involvement. No further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. The rasp was returned for investigation. The neck of the rasp shows some scratches. It can be seen that damages are available on a notch in the upper area of the shaft. Otherwise, the rasp is inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information on the reported event has been provided.